Manufacturer narrative:
The reported complaint of the autopulse platform (s/n (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 error was the defective load cell module 2. The broken front enclosure and defective load cell were likely attributed to mishandling such as a drop. Visual inspection of the returned autopulse platform was performed. A hair line crack was observed on the front enclosure, unrelated to the reported complaint. The likely root cause for the observed physical damage could be due to user mishandling. The front enclosure was replaced to address the issue. A review of the archive data was performed and showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred around and on the customer's reported event date; thus, confirming the reported complaint. Also, unrelated to the reported complaint, noticed multiple ua12 (lifeband not present) error messages and were cleared. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Functional testing failed due to the ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell module 2 was defective, and it was replaced to address the ua07 error. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has received the platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During deployment for patient use, customer reported that the autopulse platform (serial #(B)(6)) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) on the screen panel. The customer was unable to clear the advisory and immediately performed manual CPR. No consequences or impact to patient.